Manufacturer narrative:
The tip of the tap was broken and remains entrapped within the patient's bone. Although the polyaxial screws are self-tapping, taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. Taps come in 4.5 mm, 5.5mm, 6.5 mm & 7.5 mm and are color coded by diameter. An evaluation found that the distal tip had fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. The detached tip, which remains positioned within the patient, was manufactured from 465ss (stainless steel) and is certified to astm a564 specifications. It appears that this occurrence is likely the result of implantation in hard dense bone, which required an increased torsional load that exceeded the design limits of the instrument.

Event description:
Customer reported the patient had very hard bone. The tip of the tap broke while the surgeon was creating a hole into the pedicle. The tip of the tap remained lodged in the bone.